Event description:
The dr claims that the pt was treated for an aortic arch dissection with two hemashield grafts, (1) one-22mmx30cm straight graft and (2) one-8mmx60cm straight graft. The 22x30 presented no problem and was left in. The 8mm graft leaked blood through its walls (exact quantity unknown at this time, but reported as serious). The dr then elected to remove the 8mm graft, continuing the procedure by anastomosing the original carotid artery. The day following the surgery, the pt expired, exact cause unknown at this time. In 5/2001, co learned the following: the quantity of blood lost through the 8mm graft was not measureable. The duration of the leakage was approx 20 minutes. The 8mm graft was not intended to be left in, but only to be used temporarily for continuity of circulation during the procedure. The pt had a type 1 aortic dissection. Although the exact cause of death is not clear, the pre-operative condition of the pt was bad and unstable.